Event description:
It was reported that following pump replacement that the patient had a numb patch on his back in the mid to upper back. The numbness is several inches higher than the incision. The patient was concerned that if the drug (bupivacaine) was leaking from the pump, it could be causing the numbness. X-rays were taken and were normal. The patient was in a lot of pain and was overwhelmed. The patient was concerned the numbness could be long term. Additional information received reported the pump contained hydromorphone bupivacaine, and clonidine. It was noted that the pump and catheter had or would be replaced. It was unknown if this was referring to the replacement prior to the numbness or if a second replacement was planned; no surgical procedure date was reported or noted to have been performed since the onset of the numbness in early march. A thoracic MRI was performed (in 2009) and was negative. The patient outcome was reported as no injury.